Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro dissection tip was not in new package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro dissection tip was not in new package. A replacement device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Signs of clinical use and no evidence of blood was observed. The bisector tray was returned inside the sterile barrier. The sterile barrier was not sealed. The tray contained the tool and the all the accessories except the dissection tip. No visual defects were observed. Based on the return condition of the device, the reported complaint was confirmed for the reported failure mode " component missing". The device history records (DHR) was reviewed. There were no non-conformances observed with the product lot.